Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was 99% stenotic and moderately calcified in the right coronary artery (rca). The physician attempted to cross the lesion with a taxus express2 3.0 x 32 mm stent, however, was encountering difficulty crossing the lesion. As the physician struggled to get the taxus stent to cross the lesion the proximal edge had an "accordion" like appearance. The physician then decided to deploy the taxus stent, however, due to the damage the lesion was not entirely covered. The taxus stent approximately covered only 18 mm of the lesion. The physician then decided deploy a taxus express2 3.0 x 8 mm stent distally from the first taxus stent to cover the rest of the lesion. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."